Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by bradley schoch, jean-david werthel, robert cofield, joaquin sanchez-sotelo and john w. Sperling. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
Information was received based on the review of the journal article, "shoulder arthroplasty for chondrolysis" which aimed to assess pain relief, function, and survivorship of shoulder arthroplasty for chondrolysis and to assess risk factors for failure. Between january 2000 and january of 2013, 26 consecutive shoulders with chondrolysis were treated with shoulder arthroplasty after failure of conservative treatment measures. One patient identified in the article experienced pain and instability following a total shoulder arthroplasty.